Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump experienced many issues after it had been dropped in a pool, including battery out limit alarm, a frozen and blank screen, visible water damage and button error alarm. The customer stated that she noticed fog in the display window. When the insulin pump alarmed button error, the customer replaced the battery, which did not resolve the alarm. She also observed several hair-line cracks on the insulin pump near the battery seal, by the "syringe," and at the bottom by the window, which she attributed to having dropped the device. She did not know the blood glucose reading. The caller was advised that the device be replaced. Nothing further reported.